Event description:
Iab was inserted pre-op for open heart surgery. After 1 hr of iab therapy, a balloon leak was detected. The iab was removed. No pt injury occurred as a result of this event. No further details "or patient injury is available".